Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Subsequent information received indicates this has been previously reported on (B)(4)with MDR# 3030677-2022-02900. Short description, part information, device problem code and patient coding updated to reflect this information. Data analysis was completed on (B)(4) and there was no fault found with the device.

Event description:
It has been reported that the gel of the pads was melted when the customer retrieved the pads for use on a patient.